Manufacturer narrative:
Follow-up #1: date of submission 2/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: unable to confirm the complaint. No record of any boluses requested and/or delivered for dates given by the customer. Performed 10.0 u normal bolus & 10.0 u audio bolus during investigation; both boluses were delivered & recorded correctly in pump history. The pump was suspended by the user from 11-28-16 at 09:41 to 12-1-16 at 20:49; this would cause the tdd/daily basal totals to appear to be inaccurate. Unable to duplicate complaint of inaccurate deliveries during investigation. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Two battery compartment cracks below the bumper. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 300 mg/dl with nausea and vomiting. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. It was reported the patient was also treating laryngitis, sinusitis, and double ear infection with antibiotics. The reporter noted the patient resumed pump therapy with replacement and the pumps settings were not recently changed. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the active basal program for a known reason: cartridge changes, user manually suspending pump delivery, and the prime menu was accessed. It was alleged the bolus history recorded was inaccurate as programmed: it was alleged the pump was not delivery boluses. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.